Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on new information received and based on the engineering evaluation. The following sections of this report have been updated: additional information added to b5, updated d4 lot number, updated d4 expiration date, updated d4 UDI number, updated h4, additional code added to h6 health effect-impact code, additional code added to h6 device code, additional codes added to h6 type of investigation, removed code "4117 - device not accessible for testing" from h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty tracking the delivery system and withdrawing the delivery system were unable to be confirmed due to unavailability of device or imagery. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. In this case, it was reported that the commander delivery system with crimped thv became caught on a previously implanted vascular stent. It is likely that the interaction between the delivery system/crimped thv with the pre-existing bioprosthesis that contributed to the inability to track through anatomy, also contributed to the reported inability to withdraw through vasculature, resulting in non-target deployment of the thv. As such, available information suggest that patient factors (previously implanted stent) may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
Clarifiation of the event was received. During an urgent case of aortic dissection, an aortic stent was implanted to treat the aortic dissection. The team then attempted to implant a non-edwards valve in the aortic annulus via transfemoral access, but it was not possible to advance through the aortic stent and the valve was removed. Next, the team attempted to implant a 29mm sapien 3 valve, but it became blocked in the aortic stent. The team was unable to advance or withdraw the delivery system and valve, so the valve was implanted in the descending aorta. The team then attempted to implant a non-edwards valve, but it was not possible to cross the stent and the valve was retrieved. A few days later, a non-edwards valve was implanted using the carotid access, but it was malpositioned. A second 29mm sapien 3 valve was then implanted inside the non-edwards valve via carotid access. The patient outcome was good post-procedure.

Event description:
Per additional information received, the 29mm sapien 3 valve was positioned in descending aorta inside the aortic stent because the commander delivery system and crimped valve were blocked in the stent. It was not possible advance the delivery system through the aortic arch.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information received. The following sections of this report have been updated: corrected b1, additional information added to b5, corrected d1, corrected d4 model number, corrected d6a, corrected h6 component code, and corrected h6 device code. Investigation is ongoing.

Event description:
As reported from france by our edwards lifesciences affiliate, during an urgent case of an aortic dissection, an endoprosthesis was implanted. There was an attempt to implant two non-edwards valves (navitor and evolut) and a 29mm sapien 3 valve in the aortic annulus via transfemoral approach, but the attempt failed. The 29mm sapien 3 valve was positioned in the descending aorta inside an aortic stent. A new transcatheter heart valve was implanted successfully via carotid access, and the patient outcome was good. Additional details are not available at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. There may be cases where the valve cannot be deployed at the intended location. This may require deploying the valve at a non-target location. There are multiple patient and procedural factors that alone or in combination can cause or contribute to non-target deployment of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.